Manufacturer narrative:
510(k) # is k073231

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began within the last week prior to contacting lfs. The patient did not specify results obtained with the subject meter or the other device, performed within 30 minutes of each other. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The patient claimed she felt cloudy, unable to make decisions, sweaty and cold. At the time of the alleged issue, emergency medical services (ems) administered the patient intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient about proper technique for cleaning the puncture area prior to testing. Replacement products were sent to the patient. There was no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the inaccurately low allegation on the lfs meter. In addition, there was no evidence that the product malfunctioned at the time of the customer service call. On (B)(6) 2011, lfs received the meter and test strips involved with this complaint. Device evaluation was completed with the returned meter and tests strips on (B)(6) 2011 and (B)(6) 2011, respectively. The returned meter passed testing with no faults found; however, the returned test strips read low with control solution. This complaint is being reported due to the failed device evaluation testing.